Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt presented to the emergency room on (B)(6) 2010, with increased spasticity and stated that the pump was not working. The pt had a pump refill performed in (B)(6) 2010, and it was suggested at that time that the pt's pump needed to be replaced due to battery depletion. There was no audible pump alarm heard. No information was provided related to the concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.